Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "significant swelling of right breast", "significant amount of edema", and "swelling in surrounding breast tissue." Device has been explanted.

Event description:
Patient representative reported patient experienced "seroma, extreme swelling," "anxiety, mental and emotional suffering, fear, grief, anxiety, apprehension, anguish and fear due to risk of bia-alcl," "diagnosis of bia-alcl," capsular contracture, baker grade unknown, "heat sensation," "significant pain," "rashes, itching," "infection," "change in nipple sensation". Histopathological markers confirming alcl have not been received. Treatment: device explant, capsulectomy, chemotherapy.

Manufacturer narrative:
Continued h.6 (health effect - impact code): f2303.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "significant swelling of right breast", "significant amount of edema", and "swelling in surrounding breast tissue." Device has been explanted.